Event description:
A report was received that the patient was unable to charge his ipg after a non-device related fall. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was unable to charge his ipg after a non-device related fall. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was reportedly doing well. The explanted ipg were not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.